Event description:
Customer reported lateral table motion is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced and calibrated the lateral encoder pcb. System is operating as intended.